Event description:
A reporter called on behalf of her mother to submit a report about 3 freestyle libre sensors her mother has that are on the recall list. Pt code: 4582. Device code: 1420. Ref reports: mw5180924, mw5180926, mw5180927.